Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. An examination visual and via scope of the crimped stent identified distal stent damage; damage was noted to the 4 most distal stent strut rows, struts were lifted and pulled distally, such that the most distal part of the stent was 5mm distal of the distal edge of the distal markerband. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination visual and via scope of the tip identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occured. The 85% stenosed target lesion was located in the non-calcified and non-tortuous vessel. A 2.50mm x 28mm synergy drug-eluting stent was advanced for treatment. However, resistance was felt upon entering the guide catheter. When the physician pulled the device out, it was found that the stent struts were frayed and as he pushed in the guide, the fray became worse. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occured. The 85% stenosed target lesion was located in the non-calcified and non-tortuous vessel. A 2.50mm x 28mm synergy drug-eluting stent was advanced for treatment. However, resistance was felt upon entering the guide catheter. When the physician pulled the device out, it was found that the stent struts were frayed and as he pushed in the guide, the fray became worse. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.